Event description:
It was reported that the customer was experiencing a high blood glucose reading of 359 mg/dl. While reviewing the daily totals and bolus history, the caller stated that the customer wanted to be taken to the hospital. The call was ended at that time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.